Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was over 600 mg/dl. Customer stated that she was vomiting and had stomach pains prior to go to the hospital. Nothing further was reported.